Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following a visit to her bladder therapist. The pt's status was undetermined. Add'l info has been requested but was not available as of the date of this report.